Event description:
It was reported that the right atrial and ventricular leads had dislodged sometime after implant. On (B)(6) 2017, the leads were repositioned. No further information on patient condition during the event.